Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one. That is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No crack at the belt clip rails and case - reservoir compartment noted during visual inspection. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 27-jul-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 27-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 197250 (19.725 u) and dailytotalofbolusinsulindelivered = 821500 (82.15 u) which is equal to the dailytotalofallinsulindelivered = 1018750 (101.875 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 27-jul-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 07/23/2025 20:09:00.000 replace battery alert was found on: 07/24/2025 05:40:00.000 insert battery alarm was found on: 07/24/2025 06:14:46.000 07/24/2025 06:15:11.000 07/24/2025 06:15:33.000 replace battery now alarm was found on: 07/24/2025 06:11:00.000 failed battery alert/battery failed alarm was found on: 07/24/2025 06:15:00.000 07/24/2025 06:15:25.000 power loss alarm was found on: 07/24/2025 06:29:10.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert, replace battery now alarm, failed battery alert/battery failed alarm and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Replace battery alert was triggered properly approximately 9.5 hrs after the low battery alert. Replace battery now alarm was triggered properly approximately 30 mins after the replace battery alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.14 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. However, a partially broken retainer and a cracked reservoir tube lip were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Cosmetic damage at the belt clip rails and case - reservoir compartment were not confirmed. Retainer ring damage (a partially broken retainer and a cracked reservoir tube lip) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis, confusion. The customer also reported the cartridge holder was damaged, the retainer ring was damaged, the tubing was damaged. Blood glucose value at the time of event was 21 mmol/l. The customer was treated for hyperglycemia with IV insulin drip (intravenous insulin infusion), diabetic ketoacidosis with hospitalization and pain with ambulance respectively. The event involved product(s) mmt-1881. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump, mmt-1881 was returned for analysis.